Event description:
A pt reported blood glucose result of "291 mg/dl, 162 mg/dl, and 235 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter and control solution were replaced.